Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. Correction injection via multiple daily injections (mdi) was administered to address high blood glucose. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.